Event description:
On (B)(6) 2010, patient's wife reported she was changing the patient's insulin cartridge and during the rewind the cartridge, she received an e10 (cartridge error) alert. Wife stated they removed the battery and installed a new one. Had wife start the change the cartridge process and during the rewind, she stated the noises were abnormal. Wife reported it was "clicking away". Wife stated the noise is kind of rattling. Wife reported the piston rod is all the way down at the bottom, but it keeps acting as if it is rewinding, but it is not; received an e10 error message. Assisted with having patient switch to his back up infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspected product for evaluation.